Manufacturer narrative:
One device was received for evaluation. Visual inspection found a separated upstream occlusion seal. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the air detector and seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device alerted air in line on any/every cassette. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the serial information did not match the provided catalog number in the system. H4. Device mfg date: the reported serial# (B)(6) was not found for the reported catalog# 21-2120-0105-01 in the system; therefore, the manufacturing date could not be confirmed. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.